Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited low pacing impedance. The lp was explanted and implant attempt abandoned. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of impedance anomaly was not confirmed. Visual analysis was performed and the outer helix and inner helix were within specification. Electrical testing including impedance testing was performed and device was found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.